Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated two different cartridges. We cannot determine which cartridge was used for delivery of the iol. Both cartridges are qualified for use with this iol. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for this lens with any of the qualified lens/cartridge combinations. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was seeing halos. The lens was exchanged in a secondary procedure. Additional information was provided that the lens was exchanged for a different model and diopter lens.